Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a complete lead. The lead was received in two pieces, connector portion measured 13.5 cm while the distal portion measured 44.0 cm. One external insulation abrasion was noted breaching the optim sheath only at 10.4-11.5 cm from connector pin consistent with friction to the device can. Three external abrasions were noted breaching the optim sheath at 35.1-35.6, 37.0-37.7, and 39.9-41.5 cm from distal tip consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.